Event description:
A (B)(6) male pt's electrode belt was returned for an unrelated issue. During servicing, a reportable event was discovered. Two of the cables on the belt were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the front therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires and the j703 connector. In addition, the cable connecting the rear te and the dn was pulled from the dn strain relief. The root cause of the damaged cables and wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables and wires. The pt received a replacement electrode belt.